Manufacturer narrative:
The technician found a metal piece broken from the caster which caused the caster to spin and not lock when in brake. The technician replaced the brake and brake/steer caster to repair the bed.

Event description:
Information received indicates while performing preventive maintenance, the technician found the brake was functioning.